Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pem375 batch number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section on an unknown date and suture was used. During the procedure, the ptn noticed that the suture she had just given her had two dull ends and the sharp end had broken off. The ptn notified doctor and nurse immediately and began to look for the tip of the suture. Shortly after the ptn found tip of suture on the drape. It is unknown if another like device was used to complete the procedure. There were no adverse consequences to the patient.